Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor scan reading of 49 mg/dl on the adc freestyle libre and experiencing symptoms of shaking and nausea. The customer reported drinking "half a coke" and then going to the hospital due to the low reading. At the hospital a reading of 127 mg/dl was received on an unspecified hospital meter, compared to a reading of 92 mg/dl on the freestyle libre. The customer was given unspecified intravenous fluid at the hospital as treatment. There was no diagnosis provided and no further intervention or treatment reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: reader (B)(4) has also been returned and investigated. Visual inspection of the returned reader (B)(4) has been performed and no issues were observed. Control solution testing has been performed on the returned reader and retained test strips. All results were within range specification and no errors were observed during control solution testing. Visual inspection of the reported sensor was performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug was visually inspected and the sensor plug was not properly seated in the mount. The complaint is not confirmed due to a use issue. No product deficiency was identified.

Event description:
A customer reported receiving a sensor scan reading of 49 mg/dl on the adc freestyle libre and experiencing symptoms of shaking and nausea. The customer reported drinking "half a coke" and then going to the hospital due to the low reading. At the hospital a reading of 127 mg/dl was received on an unspecified hospital meter, compared to a reading of 92 mg/dl on the freestyle libre. The customer was given unspecified intravenous fluid at the hospital as treatment. There was no diagnosis provided and no further intervention or treatment reported. There was no report of death or permanent injury associated with this event.